Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asetf044 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that device leak from y site. Customer change a new one.

Event description:
It was reported that device leak from y site. Customer change a new one.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set valve was confirmed; however, the root cause was not identified. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set with y-site. No obvious usage residues were observed. The safety mechanism was engaged. A crack was observed in the white y-site valve housing. Microscopic inspection of the crack revealed a granular fracture surface. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a spraying leak was observed emanating from the crack in the valve housing. The observed leak was caused by the crack in the y-site valve housing; however, the cause of the crack was not identified. Potential contributing factors include storage conditions and mechanical stresses. H3 other text : evaluation findings are in section h.11.